Manufacturer narrative:
Analysis of programming history.

Event description:
MFR review of vns programming history indicated a pt was interrogated on (B)(6) 2008 and found to be at 2.75ma/20hz/250pw/60sec on/0.8min off. The pt was then programmed to 3ma/20hz/250pw/60sec on/0.8min off at 3:49:26pm. System diagnostics tests were run twice after this and showed "fault" communication status. A final system diagnostics test was performed at 3:51:09 pm which resulted in output status = ok, lead impedance = ok, dcdc code = 1, eos = no. A final interrogation was not performed. The pt returned to the office on (B)(6) 2008 and was interrogated. Setting were 0ma/20hz/250pw/60sec on/0.8 min off. The pt was then reprogrammed to 3.25ma/20hz/250pw/60sec on/0.8min off.